Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redv2044 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (redv2044) have been reported from the same facility.

Event description:
It was reported that the facility experienced an incident in which the 5 fr provena powerpicc had issues with kinking. Additional info. Rec'd 08/31/2020: "placement info: 5 fr triple lumen provena powerpicc placed in the right upper arm, basilic vein. 13 cm external length; securacath in place" "on (B)(6) @ 0800, all 3 lumens occluded, unable to flush or obtain blood return. Vascular access team notified; dressing changed and catheter repositioned." On (B)(6) around noon, recurrent occlusion; vascular access team note indicates, ¿PICC had a kink, no blood return¿. Catheter exchanged."

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a kinked catheter was confirmed. The product returned for evaluation was one 5fr t/l powerpicc provena catheter. Usage residues were observed throughout the sample and needleless injection caps were attached to all three luers. A securacath stabilization device was received with the sample. Depth marking wear was observed just distal of the molded joint and between the 13cm and 17cm depth markings. Multiple kinks were observed in the vicinity of the worn markings. Microscopic inspection of the sample confirmed the presence of kinks in the catheter shaft. The sample kinked preferentially at the kink impression sites during manual manipulation. The kinks appeared to have occurred near the catheter insertion site. Both the kink locations and the accompanying depth marking wear suggested that catheter securement technique likely contributed. A lot history review (lhr) of redv2044 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (redv2044) have been reported from the same facility.

Event description:
It was reported that the facility experienced an incident in which the 5 fr provena powerpicc had issues with kinking. Additional info. Rec'd 08/31/2020: "placement info: 5 fr triple lumen provena powerpicc placed in the right upper arm, basilic vein. 13 cm external length; securacath in place" "on (B)(6) @ 0800, all 3 lumens occluded, unable to flush or obtain blood return. Vascular access team notified; dressing changed and catheter repositioned." On (B)(6) around noon, recurrent occlusion; vascular access team note indicates, ¿PICC had a kink, no blood return¿. Catheter exchanged."